Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during a shift check, the autopulse platform (sn (B)(4)) screen lcd displayed unreadable text upon powering on. No patient was involved.